Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following a revision procedure. There were no details on the patient's treatment. The device was explanted and the patient recovered without sequelae.